Event description:
Medtronic received information regarding a csf ventricular resvoir. It was reported that a patient was involved in an observational study to evaluate long-term safety of cerliponase alfa in patient with neuronal ceroid lipfuscinosis type 2 (cln32). The patient had pleocytosis. On a unreported date the patient was implanted with a intracerebral ventriculostomy (icv) set. On (B)(6) 2020 the patient started treatment with brineura. On (B)(6) 2020 before the infusion with brineura, the patient's cerebrospinal fluid (csf) cell count was measured and was normal with a value of 1. On (B)(6) 2020 the patient experienced a fever and vomiting, and the number of csf cells increased to a value of 45, a grade 3 pleocytosis resulting in hospitalization. The site suspected a bacterial meningitis and started antibiotics. On (B)(6) 2020 the fever disappeared and the number of csf cells decreased to a value of 11. A bacterial culture test was negative. The antibiotics were stopped on (B)(6) 2020. The number of csf cells did not increase. No action was taken with the brineura due to the event. The outcome of the event was resolved on (B)(6) 2020. The investigator assessed the event as medically significant. The event was assessed to see if the pleocytosis was related to the treatment with brineura or the icv device. According to the investigator, other etiological factors included the device or techniques. On (B)(6) 2019 the patient was implanted with a csf ventricular resvoir on the side inlet 1mm. The patient's past medical history included drug eruption, upper respiratory tract infection, femur fracture, and lamotrigine. The patient's current condition included myoclonus, neuronal ceroid lipofuscinosis, sleep disorder, and epilepsy. At the time of the event the patient's vitals included their temperature 38.9 degrees celsius, respiratory rate 20, heart rate 124, systolic blood pressure 108, diastolic blood pressure 75, oxygen saturation 98%. On (B)(6) 2020 the patient had their icv device removed due to the suspected device-associated infection. It was stated that based on strong temporal relationship and known effect of brineura, the causality of pleocytosis was assessed as related to brineura.

Manufacturer narrative:
The initial reporter not known at the time of reporting. Facility not known at the time of reporting. No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.